Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden (aab). The presenting electrogram (egm) shows occasional undersensing of atrial signals. It was recommended to review sensitivity settings and the aab alert was increased to greater than 12 hours for future episodes. Lead measurements are stable and the battery status is normal. The device remains in service. No adverse patient effects were reported.